Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during treatment with a revaclear 400 dialyzer, the patient experienced ¿whole body¿ itching and symptoms of eczema. It was reported this was the first use with the revaclear dialyzer. It was not reported when during treatment the events occurred. The patient began treatment with a revaclear 300 dialyzer when the symptoms began so the dialyzer was changed to a revaclear 400 dialyzer, then to a revaclear 500 dialyzer. Symptoms continued, therefore treatment was discontinued. It was reported, one of the treatments was stopped one hour before scheduled time due to ¿the patient suffered dramatically¿. The patient received unspecified pills and topical cream for the events (no further details). It was reported the symptoms stopped after the patient was switched back to a non-baxter dialyzer. No additional information is available.